Event description:
It was reported that the handpiece began overheating during a repair at the manufacturer. The device was not being used during a procedure. There was no customer complaint of overheating. There was no patient involvement or any adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. The reported condition of the device not working could not be confirmed, but an internal investigation found signs of the device overheating. Based on the investigation details, the likely cause for the overheating was problems with the sag head assembly, which was replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.